Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was inspected and it was noted that the plunger was not installed correctly. The MDR was filed following a retrospective review related to a 483 response. No report of patient involvement.

Event description:
The hospital reportedly noted that, during preuse testing, two vaporizers could turn on simultaneously. There was no report of patient involvement.